Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath, covering half of the membrane. The optical cable was cut at approximately 10.7cm form the rear of the y-fitting. The cut section was not returned. A catheter tubing kink was observed near the y-fitting at approximately 73.4cm from the iab tip. Additionally, the inner lumen was observed to be broken within the membrane at approximately 26.9cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected at the inner lumen break location. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear the occlusion. The reported leak appeared to had been caused by a severe kink on the inner lumen which eventually failed and developed into a break. However, we are unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. It was later reported via medwatch report # (B)(4): it was reported that during intra-aortic balloon (iab) therapy, the console indicated that a leak was detected and was placed in standby. Upon nursing assessment, there was condensation and blood specks noted in the iab. Cardiology was notified and the patient was taken to the cath lab to emergently replace the iab. When the iab was removed, it was noted that a rupture had occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.